Event description:
Patient had a drain inserted following surgery for a hip fracture. His hemovac drain was scheduled for removal at the 72 hour mark. Upon withdrawal of the plastic tubing and catheter there was an extreme amount of tension and the catheter did not remove smoothly. X-rays confirmed there was a retained piece of plastic catheter in the subcutaneous tissues. The device had to be surgically removed, per physician.